Event description:
It was reported that the subject guidewire broke inside catheter during the procedure and a snare was used to remove the subject guidewire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject guidewire broke inside catheter during the procedure and a snare was used to remove the subject guidewire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject guidewire was returned broken/fractured in 2 segments approximately 206cm from the proximal end. The guidewire polytetrafluoroethylene (ptfe) was seen to be scraped and peeled in multiple sections between the proximal tip and 55cm from the proximal end. The guidewire distal tip was noted to be severely kinked/bent. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was not shaped. A straight microcatheter was used in the procedure. Other associated device used in the procedure was a balloon. Physician states they could not advance the wire. When he pulled back on the wire, it broke. The issue was noted during the procedure in the mid. The wire was not torqued to overcome the resistance. No friction/resistance was encountered during the procedure. No other difficulties were encountered during the usage of the device that could have contributed to the issue. The subject guidewire was completely removed from the patient¿s anatomy with a snare. The procedure was completed by removing the effected products and used new products. There was not a high tortuosity. Analysis of the returned device found the guidewire broken/fractured in 2 segments approximately 206cm from the proximal end and the guidewire distal tip was noted to be severely kinked/bent which indicates the guidewire encountered a significant force during use. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire broken/fractured during use¿ and analyzed events 'guidewire broken/fractured during use', 'guidewire distal end/tip kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found damage to the ptfe coated length. Intermittent scraping and peeling were evident in in multiple areas between the proximal tip and 55cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The analyzed event ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.